Event description:
The customer reported an issue with their t:slim x2 pump, which was not charging despite using the tandem charging cable and wall adapter. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.